Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use.